Manufacturer narrative:
This product complaint requires a supplemental MDR to document that field action number 301587611/18/2019-001c is relevant to the reported issue.

Event description:
The customer contacted physio-control to report that their device locked up during defibrillation. The customer advised that the device was powered off and back on again which resolved the reported issue. Medical personnel were then able to deliver three (3) successful shocks to the patient. The patient, a 61 year-old male, did not survive the reported event; however, the customer advised that the device use did not contribute to the patient's outcome because the delay in providing therapy was short.

Event description:
The customer contacted physio-control to report that their device locked up during defibrillation. The customer advised that the device was powered off and back on again which resolved the reported issue. Medical personnel were then able to deliver three (3) successful shocks to the patient. The patient, a 61 year-old male, did not survive the reported event; however, the customer advised that the device use did not contribute to the patient's outcome because the delay in providing therapy was short.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio downloaded the device's electronic records from the event for review and was able to verify the reported issue. Physio replaced the device's main keypad assembly. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed main keypad assembly and determined that the cause of the reported issue was that the shock switch located on the main keypad assembly was out of tolerance due to excessive resistance. When this issue occurs, an event code will be logged in the device's memory following a failure of the device to deliver defibrillation energy.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device locked up during defibrillation. The customer advised that the device was powered off and back on again which resolved the reported issue. Medical personnel were then able to deliver three (3) successful shocks to the patient. The patient, a (B)(6) male, did not survive the reported event; however, the customer advised that the device use did not contribute to the patient's outcome because the delay in providing therapy was short.